Event description:
A surgical technician reported that following an intraocular lens (iol) implant procedure, the pt experienced halos, "bulls eye", and was unable to drive at night. The iol was exchanged with a monofocal iol. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis, results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).